Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres, the balloon ruptured. The device was removed from the patient's body without problem and balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.